Event description:
Reference number (B)(4). Event occurred in egypt it was reported that the patient experienced high blood glucose level on second day of insertion due to bent cannula event on (B)(6) 2026. The site of insertion was on leg. The patient's blood glucose level was 391mg/dl and was treated with correction via pump. No further information available.